Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the foot left side rail would not latch. The customer could not determine if there was patient involvement or if there were adverse consequences to report.